Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 625 mg/dl. Reportedly, the cartridge and infusion set had been in use for approximately 7 days with humalog insulin. Additionally, the pump touchscreen was ¿unreadable¿ so the customer did not feel like they could bolus via the pump which reportedly contributed to their high bg. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later with the issue resolved. Tandem technical support educated the customer on insulin labeling. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Device not returned.